Manufacturer narrative:
MDR 1219913-2017-00017 was filed on february 9, 2017 reporting elevated advia centaur xp vitamin d total (vitd) results that were lower up repeat testing. March 2, 2017: siemens evaluated bio-rad control lot 60200 and another control lot for 3 days using reagent lot 71 (complaint lot ,customer returned reagents) lot 071 (from inventory) and reagent lot 72 (reference lot). Control ranges for bio-rad control lot 60210. Level 1 range 26-63.2 ng/ml, level 2 range 76.5-137 ng/ml, level 3 123->150 ng/ml. The qc material was run for a total of 3 days on reagent lots 071, and 072. Below is the data observed with each lot. Mean values with lot 071 customer returned kits: (B)(6). Mean values with lot 071 from adc: (B)(6). Mean values lot 72 reference lot: (B)(6). Siemens did not confirm a product non-conformance problem with lot 071. Customer continued to run with a new shipment of lot 071 and continued to report out vitamin d patients results. No further investigation required.

Manufacturer narrative:
The root cause of the shift in qc, mcms and patient results with certain readypacks of advia centaur xp vitamin d total reagent lot 134071 is unknown. Siemens has requested that readypacks from the same shipment be sent back to siemens for investigation. The results section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
Customer observed elevated advia centaur xp vitamin d total (vitd) results that were lower up repeat testing. The elevated results were reported to the physician. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp vitd results.